Event description:
Additional information - it was reported that the patient presented with further post-paced t-wave oversensing, and when it occurred, the following interval would be a sinus conducted interval rather than a biventricular paced event. The device was reprogrammed to address the oversensing. The patient was asymptomatic and in stable condition.

Manufacturer narrative:
Additional information - b5.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed that the implantable cardioverter defibrillator was oversensing post-paced t-waves. There was no inappropriate therapy delivered due to the oversensing. Additional information was requested but not received.